Manufacturer narrative:
(B)(4). (B)(6). The lot number 13g059 was manufactured between july 26, 2013 and july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual and microscopic evaluation confirmed the reported condition was due to an uneven distribution of solvent on the tubing. Awareness training was provided to the appropriate personnel to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow while filling an intermate elastomeric device with an unknown antibiotic. No patient involvement. No additional information is available.